Event description:
It is reported that the screw for the poly stripped out and that another screw from a different implant was utilized.

Manufacturer narrative:
This report will be amended when our investigation is complete.